Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
This report is to advise of an event observed during analysis revealing a material separation / exposed wires of the catheter.

Manufacturer narrative:
One inquiry afocusii diagnostic catheter was received for evaluation. Visual inspection revealed the catheter shaft was torn proximal to the spiral loop/shaft transition exposing the spring body. Bends were noted in the catheter shaft proximal to the sprial loop/shaft transition. The catheter deflected when actuating the steering mechanism. However, the catheter did not deflect in the correct shape and did not meet specification due to the twist and bends in the shaft. Further investigation revealed that the outer shaft material was torn, exposing the braided shaft of the catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the deflection issue and torn shaft is consistent with damage during use.